Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure for vertebral artery aneurysm. The physician deployed the stent with no issues. The microcatheter was used to cross into an aneurysm to deploy the (subject device) coil. While deploying the second coil, a loop from the subject device permeated into parent vessel; therefore; the second coil was not deployed. The subject device was completely removed from the patient body using snare and the procedure was completed. There were no patient complications related to the reported issue. According to the physician, the stent was not able to perform as expected and therefore coil came through stent struts.